Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that they experienced "involuntary pulses" that were going through their diaphragm, like a hiccup post implant. The patient noted that they can see their abdomen go "in and out." Follow-up was performed and confirmed the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead vector was reprogrammed and the lead was subsequently explanted. No further patient complications have been reported as a result of this event.